Event description:
Information was received from a company representative and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain indications. It was reported by the company representative (rep) that the patient had a catheter revision-stated patient was brought back to operating room three times. It was reported that after [system being re-implanted], the patient had a 8781 catheter revision later that same day. It was reported that the 8781 catheter was removed and replaced by 8782 because the patient had an irritation with the 8781 catheter initial implant. It was also mentioned that the patient complained of new pain so they took her back to move catheter down from t9 to t12. Then the company representative stated symptoms returned on friday and the healthcare provider (hcp) took her back to the operating room and pulled the catheter completely out of the intrathecal space, left in the spinal pocket and set pump to minimum rate mode because the patient had severe spinal stenosis which was causing too much pain. The company representative stated she was unsure of the plan going forward but the patient would either have the catheter placed in the lumbar region or they would discontinue therapy. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reported that the 8781 catheter was implanted this day ((B)(6) 2024) and revised later the same day. So, a portion of the 8781 remains in use. It was unknown if the issue resolved but another revision surgery had been scheduled for (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter; product ID: 8782, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 05-jul-2025, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that issue was resolved.